Event description:
It was reported that the ventricular lead had high defibrillation thresholds at the two month check. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid and was breached cut. The inner insulation was breached cut. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.